Event description:
The customer reported via phone call that she had a high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer treated her blood glucose with 10 units of insulin. Customer will use old insulin pump as the backup plan. The customer did not want to troubleshoot at all. The customer is uncomfortable using the device and wants replacement. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.